Event description:
The device received as an un-reconciled blind unit. No further info regarding this device is available. There was no reported pt consequences.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results found that the atw45 device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.